Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 681 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness and blurry vision. Upon arrival at the hospital emergency room the patient did not receive treatment as their blood glucose level had been decreasing. The patient was in the hospital emergency room for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.g998usqsegxj4 smartphone hardware: sm-g998u. Cgm sensor type: g7.